Event description:
It was reported that during a coronary stent procedure, the shaft of the catheter broke. The stent was successfully deployed in the 75% stenotic lesion in the lad, but upon removal of the delivery device, the shaft of the catheter broke. The device was removed from the patient. No patient injuries or complications were reported.